Manufacturer narrative:
This medwatch was received in a paper format via mail from the FDA and delivered to an unattended mailbox due to covid-19 workplace policy restrictions. Upon discovery the report was investigated per procedure and the mail receiving process has been modified. User facility medwatch number: mw5105966. It was reported that during injection of a medication the nurse began to compress the plunger to administer the medication and noted that the medication was leaking from around the base of the needle. No additional details are available related to the customer reported issue. The facility stated all available information was provided in the initial medwatch and is unable or unwilling to provide further incident details to the manufacturer. The sample is not available to be returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that during injection of a medication the nurse began to compress the plunger to administer the medication and noted that the medication was leaking from around the base of the needle.